Manufacturer narrative:
The reported event of ¿wire in the lead cannot be pulled out smoothly¿ was confirmed. A complete lead was returned in one piece with the stylet stuck inside the lead. After soaking lead in warm water, the stylet could be removed, and visual inspection found blood/body fluids on the stylet. The cause of the reported event was isolated to the blood inside the inner coil lumen which prevented the stylet from removing. Electrical testing was normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was difficult to remove the guidewire from the lead. The lead was not used and replaced. The patient was in stable condition.